Manufacturer narrative:
On 29-nov-2021, it was discovered that several details in section b5 of the previously submitted report were erroneously/inaccurately reported. The b5 in full should go as follows: "it was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve separated from the sheath causing leakage. It was reported that when the ablation catheter was replaced from the dilator after the dilator was inserted into vizigo, the hemostatic valve fell off and caused reverse bleeding. The sheaths were exchanged. The subsequent procedure was completed without problem. This occurred while inserting a dilator into vizigo and then replacing the dilator with an ablation catheter. The procedure was completed by changing the sheath. The procedure was completed without patient's consequence. No physical damage was noted on the valve/hub. The hemostatic valve (gasket) did not break into two or more separate pieces, nor was the valve/brim cap/hub detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 20 ml. No medical intervention was required to stop the bleeding." Additionally, section b3 "date of event" was updated to 17-nov-2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve separated from the sheath causing leakage. It was reported that when the ablation catheter was replaced from the dilator after the dilator was inserted into vizigo, the hemostatic valve fell off and caused reverse bleeding. The sheaths were exchanged. The subsequent procedure was completed without problem. This occurred while inserting a dilator into vizigo and then replacing the dilator with an ablation catheter. The procedure was completed by changing the sheath. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was detached (was not returned), the brim cap and silicone ring were found in normal condition. The dilator was found in normal condition. Microscopic examination showed that the silicone ring was placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found detached. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the device history record (DHR) for the lot number 00001763 has been received and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve separated from the sheath causing leakage. It was reported that when the ablation catheter was replaced from the dilator after the dilator was inserted into vizigo, the hemostatic valve fell off and caused reverse bleeding. The sheaths were exchanged. The subsequent procedure was completed without problem. This occurred while inserting a dilator into vizigo and then replacing the dilator with an ablation catheter. The procedure was completed by changing the sheath. The procedure was completed without patient's consequence. Additional information: the valve had physical damage inside. The white membrane in the inside of the sheath was pushed and turned. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub became detached from the sheath, it was twisted and tilted 90 degrees. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 20 ml. No medical intervention was required to stop the bleeding--the sheath was just changed. Air flow into the side port is MDR-reportable. Hemostatic valve separation is MDR-reportable.